Manufacturer narrative:
A ge rep evaluated the sys and reseated video controller pcb and single board computer pcb. Sys operates as intended. (B) (4).

Event description:
The customer reported the collimator area is not correct in mag modes. No pt injury was reported.